Event description:
The customer reported that during pm service the ventilator failed and during diagnostics log review it was noted error codes that indicated a spi bus failure. The customer reported the device was not in use on patient.

Manufacturer narrative:
Visual inspection of the data acquisition pcba to motor controller pcba cable revealed no evidence of damage or contamination. The data acquisition pcba to motor controller pcba cable will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The data acquisition pcba to motor controller pcba cable was tested and no failures were identified. The manufacturer's failure investigation technician evaluated the cable and could not duplicate the reported problem. No problem found with the cable.